Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior side assessed as surgical damage.

Event description:
Physician reported "replacement due to rupture in right side" confirmed via ultrasound. "Bilateral breast pain and tighten sensation for a month" was reported via clinical chart. "Rt periprosthetic fluid collection," "r/o prosthetics injury," and "breast pain" were also reported via sonogram. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported "replacement due to rupture in right side" confirmed via ultrasound. "Bilateral breast pain and tighten sensation for a month" was reported via clinical chart. "Rt periprosthetic fluid collection," "r/o prosthetics injury," and "breast pain" were also reported via sonogram. The device has been explanted.